Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping. The shock occurred due to oversensing noise. Technical services (ts) was consulted and the noise was determined to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. The sensing vector was reprogrammed and the s-ICD and electrode remain in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.